Manufacturer narrative:
Investigation is ongoing. Device is not returning to manufacturer.

Event description:
Edwards received notification through the implant patient registry that a patient with a 9600tfx 20 mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 4 years, 11 months, and 24 days. The reason for the valve explant was not stated and remains unknown at this time. No additional details were provided.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 type of investigation, investigation findings, and investigation conclusions. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review was not required. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to successfully use the device and post-procedure care. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was not required as the complaint was unable to be confirmed. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 valve. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for the valve being explanted is not available at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.